Event description:
The rn was preparing flu vaccine injections. She attached the needle to the syringe, inserted it into the flu vaccine vial, and inverted the vial. When she held the sryinge/needle/vial upright, she noticed that there were three small brownish discolored spots on the top portion of the syringe. These spots had not been seen before this time. The rn withdrew the syringe/needle and discarded the vaccine vial. The vaccine was not given to the patient--no patient was involved in this event. No other syringes from this lot or others have had this kind of marking. The syringe did not come into contact with any other substances and was not splashed with any fluids. The packaging for the syringe was intact before the rn opened it.====================== health professional's impression======================staff do not know.====================== manufacturer response for 3ml luer lock syringe, monoject======================we are returning the device to the manufacturer for their inspection and analysis. We are currently awaiting their return instructions.